Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, air bubbles were observed within the infusion set tubing. Additionally, it was reported that the luer lock connection was loose or not straight/secure. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer performed a supply change to address bg and to resolve the issues.